Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No failed battery test alarm or back light anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime/fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirt insulin during priming. Customer reported that the insulin pump had rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.